Manufacturer narrative:
Quality-safety evaluation of product technical complaint received on 08-jul-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 26-jul-2016: despite of follow-up attempts, no response was received to date. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed 26-jul-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this is medically spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and following essure insertion, she developed unexplained disabling events: feeling of drunkenness, nausea, asthenia, abdominal and pelvic pain. Abdominal and pelvic pains are listed events while the other events are unlisted in the reference safety information for essure. Considering that essure use may cause abdominal and pelvic pain and that in this particular case there is no alternative explanation, these events are assessed as related to essure therapy. On the other hand, considering the nature of the events of feeling drunk, nausea and asthenia and that essure has only a localized action in the fallopian tubes, it is unlikely that essure could cause these events. This case is regarded as incident since disabling abdominal and pelvic pains associated with essure were reported. A product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from physician via regulatory authority ((B)(4)) in (B)(6) on 31-may-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for definitive contraception. The medical history includes poor tolerance to contraception via oestrogen-progestogen combination and via iud. Following essure insertion, the patient developed unexplained disabling events: feeling of drunkenness, nausea, asthenia, abdominal and pelvic pain. No organic explanation was found for chronic nausea and chronic abdominal pain. Batch number was unknown to the reporter. Company causality comment: this is medically spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and following essure insertion, she developed unexplained disabling events: feeling of drunkenness, nausea, asthenia, abdominal and pelvic pain. Abdominal and pelvic pains are listed events while the other events are unlisted in the reference safety information for essure. Considering that essure use may cause abdominal and pelvic pain and that in this particular case there is no alternative explanation, these events are assessed as related to essure therapy. On the other hand, considering the nature of the events of feeling drunk, nausea and asthenia and that essure has only a localized action in the fallopian tubes, it is unlikely that essure could cause these events. This case is regarded as incident since disabling abdominal and pelvic pains associated with essure were reported. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up information was received from the general practitioner on 18-nov-2016. (B)(4). Patient's initials were amended and date of birth was provided. This report refers to a (B)(6) female patient. The patient was not hospitalized and did not die. Total salpingectomy with removal of essure was performed on (B)(6) 2016. Device similar case listing the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed 21-nov-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1817 cases. Abdominal pain: the analysis in the global safety database revealed 771 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this is medically spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and following essure insertion, she developed unexplained disabling events: feeling of drunkenness, nausea, asthenia, abdominal and pelvic pain. Total salpingectomy with removal of essure was performed. Abdominal and pelvic pains are anticipated events whereas the other events are unanticipated in the reference safety information for essure. Considering that essure use may cause abdominal and pelvic pain and that in this particular case there is no alternative explanation, these events are assessed as related to essure therapy. On the other hand, considering the nature of the events of feeling drunk, nausea and asthenia and that essure has only a localized action in the fallopian tubes, it is unlikely that essure could cause these events. This case is regarded as incident because device removal was required. A product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.